Event description:
It was reported that a 250ml bag of heparin in 10% dextrose was initiated at 1700 on 20oct2019 and found empty at 0130 on 21oct2019. The device had been programmed to infuse at 9.8ml/hour. The medication had been infusing through a central line and then changed to a peripheral site.there was no patient harm.

Manufacturer narrative:
The report of an over infusion was not confirmed. Physical inspection of the device noted the instrument seal missing. Corrosion was observed on the male (right) iui pins. Dried fluid was observed under the female iui, under the male iui, inside the door, and under the membrane frame. The torque seal was missing on the bezel screws. Excessive lubrication was observed on the occluder blocks of the bezel assembly. There were no other abnormalities observed. Review of the pcu error log showed no errors occurring on the reported event dates. Analysis of the pcu event log showed that on 20 october 2019 at 4:57 pm, the event device lvp (sn 12945530) was selected and restored a previous infusion of clear fluid (drugid= 55) at a rate of 8.8 ml/hr (vtbi= 17.6 ml). At 5:25 pm, the infusion was paused and restarted thirty- three seconds later, when it was again selected and the rate was changed to 9.8 ml/hr. Between 5:28 pm and 5:41 pm, the pump module alarmed for patient side occlusion and was restarted five (5) times. At 6:38 pm, the module was selected and the rate was change to 9.1 ml/hr and the vtbi to 18.2 ml. At 7:02 pm, the volume infused was cleared from the devices. At 8:38 pm, the pump module completed the infusion and was selected to restore the previous infusion of clear fluid (drugid= 55) at a rate of 9.1 ml/hr (vtbi= 18.2 ml). At 8:56 pm, the module alarmed for patient side occlusion and was restarted twenty (20) seconds later. At 10:39 pm, the module completed the infusion. At 10:40 pm, the vtbi was changed to 19 ml and the infusion was re-started. At 11:20 pm, the rate was changed to 8.5 ml/hr. Between 11:30 pm and 11:44 pm, the module alarmed for patient side occlusion and was restarted three (3) times. On 21 october 2019 at 12:50 am, the vtbi was changed to 16 ml. At 1:25 am, the module was channeled off for unknown reasons prior to infusion completion. At 1:26 am, the pcu was channeled off. Rate accuracy testing resulted in the device operating in specification. The associated IV administration tubing set was not provided for investigation. The root cause of the customer¿s report of an over infusion could not be identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a 250ml bag of heparin in 10% dextrose was initiated at 1700 on (B)(6) 2019 and found empty at 0130 on (B)(6) 2019. The device had been programmed to infuse at 9.8ml/hour. The medication had been infusing through a central line and then changed to a peripheral site. There was no patient harm.